Event description:
External pacing was administered to a pt diagnosed as bradycardic. At some point the pacing current allegedly dropped to 0ma for no apparent reason. The operator increased pacing current and continued pacing the pt with no other problems. The rptr also said capture was not apparent on the ECG display although the pt's pulse indicated capture. There were no adverse affects to pt care reported as a result of the alleged malfunction.